Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The customer's report was observed during initial testing by zoll approved business partner. The device was put through extensive testing without duplicating the report. The ac charger assembly and paddle sets will be replace. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.